Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following scheduling of a routine change out procedure the device could not be interrogated with a programmer when approaching elective replacement indicator (eri). The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.